Manufacturer narrative:
The warnings in the package insert state allergic reactions can occur. The product remains implanted in the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Dr. (B)(6) is the (B)(6). He provided the following clinical assessment: while the information in the complaint does not confirm a metal allergy, link the revision surgery to an allergy, or result in a device removal, I would suggest we report this complaint as an MDR. This particular complaint did necessitate a medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #0001032347-2016-00329.

Event description:
It is reported that a patient's masseter muscle keeps tearing and her face itches a lot because she thinks she's allergic to the metal. The patient was not implanted with the titanium implant. The patient's doctor told her that the amount of nickel was so small that it shouldn't be an issue; however, the patient has been taking benadryl, allegra, and phenergan to deal with the itching and redness of her face. A revision surgery has not been discussed with her doctor. However, the patient will take the necessary steps to be tested to determine if the nickel in the implant is the cause of her reactive lymph nodes that were moving during the procedure on (B)(6) 2016.

Manufacturer narrative:
The product identity was confirmed through patient tracking. It is unclear weather the implants contributed to the patient's condition that led to the two procedures mentioned in the correspondences. Product was not returned as it remains implanted. There are no revisions scheduled at this time. No x-rays, scans, pictures, or physician's reports were provided. For the aforementioned reasons, this complaint could not be verified. The allegation of allergic reaction and the patient reported history of procedures suggest that patient condition is a potential cause, however this could not be confirmed due to insufficient information provided. The most likely underlying cause of this complaint cannot be determined as the complaint is non-verifiable. The distribution history of these parts and the nonconformance database were reviewed. No non-conformance was found. There are no indications of manufacturing defects for these products. This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #0001032347-2016-00329-1.